Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 17, 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a cal code issue. The pt claimed that she was unable to code the meter. The pt indicated that the alleged meter issue started on november 26 (unspecified year). She claimed that (unspecified year), she had a diabetic reaction. The pt reportedly developed symptoms of weakness and tiredness. According to the pt, she received IV glucose treatment from paramedics as a result of the alleged meter issue. The pt denied that her blood glucose was tested on another device during the time of concern. It would have been helpful to know the following info. The pt's testing frequency, her medication and diabetes management regimens, and what actions the pt took before and after developing the symptoms. In addition, it would have been helpful to know what actions the pt took in response to the alleged meter issue and if she continued to test after the meter issue started. The alleged meter issue was not resolved. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she received IV glucose treatment from paramedics during an event that occurred about a month after the alleged meter issue began.